Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1903b, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their initial implanted was replaced due to the ins had migrated up higher in their hip. And also due to issue with the leads as the leads were "misfiring" and causing severe pain. No further complications were noted or anticipated.